Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump's display became unreadable due to multiple lines covering the display. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided.